Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified obtuse marginal artery. A 2.50mm x 12mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, resistance was encountered and the shaft was broken 10-15 centimeters from the hub. The device was pulled intact from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified obtuse marginal artery. A 2.50mm x 12mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, resistance was encountered and the shaft was broken 10-15 centimeters from the hub. The device was pulled intact from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete device return of a maverick 2 mr balloon catheter. Photo media was attached in complaint record. The device was microscopically and visually examined. There were numerous hypotube kinks to the returned portion of the device. At 52.1cm from the strain relief the hypotube was separated, which was also the length of the device returned. The separated end was ovaled in shape indicating the device was kinked prior to separation. No further damages were found. Review of the photo attached in the complaint record depicted a hypotube separation. Two segments were shown, and one segment had a kink visible nearest the separation point to the hypotube. The photo aligns to the reported events. Product analysis confirmed the reported events as there were numerous hypotube kinks and separation to the device contributing to the reported advancing difficulty. The damage to the device is consistent to damage that can occur during preparation, use during the procedure, or post procedure. The media provided was able to confirm the reported events.